Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin additionally it was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Customer¿s blood glucose was 351 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.